Manufacturer narrative:
(B)(4). No eval explaination: lead remains in use.

Event description:
It was reported that the patient presented to the ER after receiving multiple inappropriate shocks due to noise oversensing. A possible lead fracture was noted. The lead therapies were programmed off and the lead remains implanted. No further patient complications have been reported as a result of this event.

Event description:
It was later noted that the rv lead had intermittent high impedance. The lead was explanted and replaced.

Manufacturer narrative:
Product event summary - the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There was a patient alert for lead failure predictor on (B)(6) 2012. Ventricular non-sustained tachycardia of less than or equal to 190 ms on (B)(6) 2012 were recorded. Seven ventricular fibrillation (vf) episodes were recorded with less than or equal to 180 ms average ventricular cycle on (B)(6) 2012. There were five lead failure predictor high rates non-sustained at less than or equal to 210 ms average ventricular cycle on (B)(6) 2012. The ventricular short interval counts (sic) were 6540 counts in 1.13 days between (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.